Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E1, e3, e4: name of the initial reporter and occupation is unknown the investigation into the damage has been completed. The cause of the damage to aic was due to mishandling of the console by the end user prior to shipping to transfer the patient. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) had fallen during transferring the patient, and the plug broke. There was no patient harm reported.